Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. Customer also reported that insulin pump had multiple pump error. Customer states that they were able to clear the alarm and able to rewind the pump. The customer reported other blood glucose was 212 mg/dl, 140 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected low battery life or low battery alerts were noted during testing. However, confirmed power error detected due to j6 connector resistance issue.